Event description:
It was reported by the patient financial services that the customer had passed away. An attempt was made to contact the next of kin. We were able to speak with the decedent's spouse who was not willing to give any details regarding the customer's passing. Only the date of the death was given. The spouse was not willing to provide the cause of death. He stated that the insulin pump was given away a long time ago and he was not willing to get it back from the person. He could not recall if the customer was using sensors. The insulin pump model number and serial number was not verified at the time of the phone call. The insulin pump model number and serial number used on this medwatch report is the information for the last known insulin pump that was issued to the customer. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.